Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: neu_unknown, serial# (B)(4), product type: unknown. Analysis of the desktop charger (serial # (B)(4)) found broken connector pins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported the desktop charger¿s connector broke off. This was not an out of box failure. However, the patient was not getting therapy. It was further reported by the manufacturer representative (rep) that the patient needed to charge their implant when they had met; therefore they let the patient borrow their 2 pieces of recharging cord until the patient had received their replacement. It was stated the patient received their recharging cord on (B)(6) 2017. The rep met with the patient on (B)(6) 2017 to obtain their borrowed recharging cords from the patient, but the patient had indicated they had sent one of the cords back to the manufacturer. The rep was now missing a recharging cord. A replacement recharging cord was sent to the rep. The patient was implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.